Event description:
An altitude alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. The customer resumed insulin delivery with the original cartridge after receiving advice from technical support on preventing future alarms, which included avoiding wearing the pump against the skin without a case to prevent obstruction of the pump speaker holes and exposure to moisture.